Event description:
According to the reporter, on a laparoscopic video-assisted thoracic surgery (vats) lobectomy, when the handle was reloaded after firing once, it would not fire again. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.